Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: plc181400j/14528581 - UDI: (B)(4). Code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. Final angiography showed no endoleak. On an unknown date, follow-up imaging identified a suspected type iiib endoleak within the left leg component. On (B)(6) 2019, the patient underwent re-intervention, imaging confirmed no aneurysm enlargement or type iiib endoleak, but did show a suspected type ii endoleak originating from the lumbar artery. The left leg was relined with a contralateral leg endoprosthesis. The final imaging showed the type ii endoreak was remained. The patient tolerated the procedure and will reportedly be monitored by the physician.